Event description:
It was reported that the intra-aortic balloon has been used for approx 2 days when blood was noted in the gas tubing. The intra aortic balloon was removed and replacement was not required. There was no pt complications.